Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarms (alarm 20) occurred during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm (alarm 0) occurred during the load sequence. The customer's blood glucose level was 150 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.